Manufacturer narrative:
Medwatch fields d9 and h3 were updated. The meter was received for investigation. The circuit board is contaminated by penetrated liquid which affects the conductive rubber contacts. This contamination can lead to the issue observed by the customer and is due to improper handling or maintenance.

Manufacturer narrative:
The patient's meter was requested for an investigation, but the meter has not been returned. The investigation is ongoing.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The patient replaced the meter's batteries due to a power issue. The meter turned on and the patient saw two vertical lines in the middle of the display. The patient performed a display check and no display appeared. The meter made a beeping sound as it turned on. The patient saw two vertical lines which changed to five vertical lines. The patient accessed the meter's memory and the display showed two vertical lines fading in and out. The patient could not read the results in the results field.